Event description:
It was reported that the customer experienced a blood glucose (bg) level of 70 mg/dl and a seizure. Reportedly, customer initiated a bolus they didn't need which decreased their bg. Reportedly, emergency medical services were called to assistance and gave customer honey and transported them to emergency room (ER). During ER visit customer was treated with fluids of saline. Customer was released the same day with issue resolved and no permanent damage. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.